Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that the insulin pump alarmed motor error and the blood glucose levels were uncontrollable. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The current blood glucose reading is 238 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.